Manufacturer narrative:
Age at time of event: patient was over 18 years old. Date of event: date of event estimated based on aware date. (B)(6).

Event description:
It was reported that the device became wrapped in the wire. A 1.50mm rotablator rotalink plus and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure. During the procedure, the device stopped and a stall error displayed. The rotawire had wrapped around the rotablator device not allowing the burr to rotate. The physician removed the wire and the burr together and completed the procedure with a new device. No patient complications were reported and patient was reported as stable post procedure.

Event description:
It was reported that the device became wrapped in the wire. A 1.50mm rotablator rotalink plus and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure. During the procedure, the device stopped and a stall error displayed. The rotawire had wrapped around the rotablator device not allowing the burr to rotate. The physician removed the wire and the burr together and completed the procedure with a new device. No patient complications were reported and patient was reported as stable post procedure. It was further reported the devices were used in a stenosed left anterior descending artery (lad). It was further reported that the lesion was in the ramus circumflexus (rcx) artery, was mildly tortuous and 70% calcified.

Manufacturer narrative:
A2: age at time of event: over 18 years old. B3: date of event was corrected from (B)(6) 2020 to (B)(6) 2020. E1: initial reporter address 1: (B)(6). H6: device codes were corrected from 4016 to 3005.

Event description:
It was reported that the device became wrapped in the wire. A 1.50mm rotablator rotalink plus and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure. During the procedure, the device stopped and a stall error displayed. The rotawire had wrapped around the rotablator device not allowing the burr to rotate. The physician removed the wire and the burr together and completed the procedure with a new device. No patient complications were reported and patient was reported as stable post procedure. It was further reported the devices were used in a stenosed left anterior descending artery (lad).

Manufacturer narrative:
B3: date of event was corrected from (B)(6) 2020 to (B)(6) 2020. H6: device codes were corrected from 4016 to 3005.

Manufacturer narrative:
A2: age at time of event: over 18 years old. B3: date of event was corrected to (B)(6) 2020. E1: initial reporter address 1: (B)(6). H6: device codes were corrected from 4016 to 3005. Device was returned and evaluated by manufacturer. The returned complaint device consisted of a rotablator plus catheter. The advancer, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed damage to the annulus. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage on the device that may have contributed to the reported event.

Event description:
It was reported that the device became wrapped in the wire. A 1.50mm rotablator rotalink plus and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure. During the procedure, the device stopped and a stall error displayed. The rotawire had wrapped around the rotablator device not allowing the burr to rotate. The physician removed the wire and the burr together and completed the procedure with a new device. No patient complications were reported and patient was reported as stable post procedure. It was further reported the devices were used in a stenosed left anterior descending artery (lad). It was further reported that the lesion was in the ramus circumflexus (rcx) artery, was mildly tortuous and 70% calcified.